Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturer representative. It was reported the patient had an appointment scheduled for (B)(6) 2013 to evaluate a surgery for replacement or repair of their device.

Event description:
It was initially reported the patient had a surging sensation that began about a year and half prior to (B)(6) 2012. The patient could only use the stimulation when lying flat on her back, otherwise the patient would feel "charges going through the top of her head." The patient only had stimulation on the left side. Follow up information received the date of this report reported the patient had fell and had no stimulation to the left occipital area. A lead disconnect issue was noted. Surgical intervention of the lead was pending workers comp approval; the date of surgery was to be determined. A reprogramming on (B)(6) 2013 was done. The patient had no lead stimulation to the left occipital area. Patient outcome was noted as no injury.

Event description:
Additional information received reported (B)(6) had not been approving the repair of the patient¿s ¿electrodes.¿ the patient had stopped using their stimulator as their left side was swelling when they used it. It was reported the patient went in for their last botox injection a month prior and they would not put any in the general area due to having been swollen. The patient had gone to see their physician who stated that it was ¿very puffy.¿ the swelling was reportedly due to having ¿upped¿ the right side as far as they could to accommodate for the side that was not working. The patient had been seen by their physician 2 weeks prior. It was reported the swelling had gone down since they had not been using the stimulator, but the patient had been back to using their drugs, reported as ¿extra rescue medications¿ and that they were ¿not functioning now.¿ the patient¿s symptoms had returned due to the ¿implant not functioning.¿ it was stated the patient had headaches. It was reported the patient had been getting the device ¿tweaked¿ since a year and half prior due to issues on the left side. It was noted the patient¿s fall occurred in (B)(6). It was reported the patient had been seen by a manufacturer¿s representative on (B)(6) 2013 and they had seen someone in (B)(6) as well. A surgical review in february noted the patient needed to have their leads replaced. It was also reported that in march the patient¿s battery started to beep inside them, and that ever so often it beeped. It was noted the patient had been told they had 3 or 4 years left on the battery. The patient was using higher settings and it was recommended to charge more. The patient had been charging the device nightly, which would reportedly take 12 to 24 hours to charge a half battery. It was stated that since march, when it started beeping, it had taken ¿forever to charge the battery¿ but since the patient was not using it they had not been recharging it. It was reported the only way the patient could get a charge was when they were laying on the battery, on their back with bare skin to the magnet. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had been scheduled for a lead revision and battery replacement on (B)(6) 2014. It was assumed that the patient was not using the device, but this was not confirmed. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n066617, implanted: (B)(6) 2007. Product type: lead: product ID 3986a, lot# n066613, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4). Device used for off label indication. The indication the device was used for was occipital neuralgia.

Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found that the connector on the proximal end of the extension was not completely seated in the ins connector port. It was further noted that the set screw marks were too proximal and the connector sleeves were corroded. Analysis of the lead, lot # n066613, found no significant anomaly. It was noted that the lead body was cut through. Analysis of the ins, serial # (B)(4), found no significant anomaly. It was noted that ins was functionally okay and there were insignificant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was not overdischarged. It was noted that the patient charged it up to 25% the day prior to the report. It was noted that the last time the patient recharged before that was in (B)(6)-2013. It was noted that this was confirmed by the clinician programmer. It was noted that a physician mode recharge (pmr) was not performed. It was noted that the patient had been feeling a vibrating sensation from the implantable neurostimulator (ins) site since the beginning of (B)(6)-2014. It was noted that the ins had been off since (B)(6) 2013. It was noted that the diary confirmed that the ins had been used less than 1% since (B)(6) 2013. It was noted that the patient had not used the stimulation because only the right side occipital lead was functional and she felt "off balance" if just the right side was on. It was noted that when the patient charged the battery, the vibrating sensation stopped. It was noted that the patient also heard a high pitched sound in her head since the beginning of (B)(6)- 2014, similar to a hearing aid battery. It was noted that about a year prior to the report, the patient and her family heard a sound coming from the battery. It was noted that the patient could not describe the sound. It was noted that the patient felt an "echoing" sound in addition to the high frequency sound. It was noted that the patient did not mention the "airport thing" in the federal building, but she did mention that she went through the airport security screening x-ray in (B)(6)-2014. It was noted that these screenings did not cause any symptoms. It was noted that the patient's device was checked on (B)(6)-2014. It was noted that all the impedance readings for the 0-3 lead were over 4,000 ohms. It was noted that other than the left side lead not functioning and having high impedances, the system appeared to be functioning normally. It was noted that all of the voltages for all groups were turned down to 0 in case that had been causing any sensations, despite the system being off. It was noted that the patient was not using the device and she had an upcoming appointment with a physician.

Event description:
Additional information received reported that the patient previously had a big fall (date unknown) and landed ¿like a belly flop.¿ it was noted the patient had ¿casual falls at home.¿ it was reported that the patient¿s ¿left side was completely out¿ and she asked the department of labor (dol) to approve her to get her stim system fixed. The dol had reportedly been denying the patient¿s requests. It was reported the rep had tried to ¿tweak it¿ but the patient found that she was unable to use it with only the right side working because it ¿made her even worse.¿ the issue with the left side began in 2012, and the rep reportedly tried to ¿tweak it¿ the whole year. It was then reported the patient was ¿at the maximum¿ and the rep couldn¿t ¿tweak it anymore.¿ it was noted tweaking was also done in 2007, 2008, 2009 and 2010. It was reported the patient most recently had the device ¿tweaked¿ in october 2013. When it was ¿tweaked,¿ the patient reportedly turned white as a ghost, felt nauseated- like she would throw up or pass out. The rep reportedly ¿upped it so much¿ on the right side it threw the patient off balance. The patient¿s eyes reportedly rolled up in her head, and she had to wait an hour before her family could take her home. During that appointment, the rep told the patient her battery was almost dead. It was unknown if it was normal battery depletion. It was further noted the patient¿s whole system vibrated when she would sit or lay down. The system reportedly was making a sound like a high frequency hearing aid. These issues began around the first week in (B)(6). The patient reportedly had an echo in her head now, and felt like she was talking out of a tunnel. This had been going on for the last year, and the patient felt it was related to stimulation therapy. The day of current report, the patient reportedly went through ¿an airport thing down in the federal building¿ and ¿it went off so bad¿ that the patient¿s ears hurt. It was noted the high frequency and vibrating was what hurt the patient¿s ears. It was confirmed that symptoms occurred with stimulation turned off. It was noted that prior to the patient¿s current symptoms, her headaches were more under control, she was getting off some of her medication, and everything ¿was going great.¿ now, the patient was on more medication than she had ever been on because she was unable to use stimulation therapy. Additional information received that same day reported the implantable neurostimulator (ins) was vibrating and making beeping noises. The patient felt the vibrating sensation at the ins site/device pocket. The patient reportedly had not used the ins in months. When asked to interrogate with her patient programmer (pp), the patient described what sounded like a ¿discharged¿ symbol. It was reported the patient was to meet with the physician and rep in office on 2014-03-26. Testing and troubleshooting was to be performed in the future. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received. Information regarding the patient¿s fall/lead disconnection was previously reported under MFR report # 3004209178-2013-19144. Any additional information received will be reported under MFR # 3004209178-2013-03224.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient's system was revised. It was noted that the lead was disconnected from the extension and they tested the impedance readings. It was noted that they were normal. It was noted that the surgeon was concerned about a yellow residue noted on the lead. It was noted that the insulation appeared to be coming off. It was noted that they decided to replace both the lead and the extension. It was noted that the ins was replaced as well. All the impedances were normal post-op. It was noted that the patient was getting good stimulation to both left and right occipital areas. It was noted that normal battery depletion did not occur. It was noted that no patient injury was reported. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.